Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient received inappropriate therapy. Recorded episodes showed trial flutter with variable ventricular conduction. The device was reprogrammed.